Manufacturer narrative:
Using device programming and therapy history to determine the minimum expected longevity for this ICD, we confirmed that the device fell short of originally labeled longevity expectations. The battery status indicators of prizm family devices can be tripped by either battery voltage or charge time. Analysis revealed that this device declared eri based on charge time rather than by battery voltage. The device was unable to use all available battery capacity, which resulted in shortened longevity relative to original expectations. Guidant (now boston scientific crm) distributed updated longevity estimations in january, 2004. Longevity estimates for prizm he devices remain unchanged.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) had declared elective replacement indictor (eri) due to charge times. The device was explanted, replaced, and returned for analysis. Initial laboratory analysis found the device did not meet longevity calculations per programmed values.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated when analysis is complete.